Event description:
Chessa et al results and mid-long 'term follow-up of stent implantation for native and recurrent coarctation of the aorta; european heart journal (2005) 26, 2778-2732, report a case in which stent displacement was observed with a palmaz stent (p4014) stent on a balt 25 mm x 45 mm balloon catheter without subsequent events.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this event was found in a literature review. The citation is as follows: chessa et al results and mid-long 'term follow-up of stent implantation for native and recurrent coarctation of the aorta; european heart journal (2005) 26, 2778-2732.

Manufacturer narrative:
'Chessa et al results and mid - long-term follow-up of stent implantation for native and recurrent coarctation of the aorta' european heart journal (2005) 26, 2778-2732, reports a case in which stent displacement was observed with a palmaz stent (p4014) stent on a balt 25 mm x 45 mm balloon catheter without subsequent events. No further information is available. The product was not returned for analysis. A DHR could not be conducted as the lot number was not identified. Without return of the device for analysis the reported 'migration' could not be confirmed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.